Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. The service technician installed a good known test battery and the customer's battery with the power manager and the unit failed the functional test. The power manager was not charging the batteries. The power manager and battery was transferred to carefusion (B)(4) for failure analysis. Failure analysis: visual inspection of the power manager exhibits normal wear with no sign of damage; however final evaluation revealed the charger failed the eol test for no power. The charger was opened and found the designator q1 on the pca (B)(4) was burnt. Carefusion replaced the pca (B)(4).

Event description:
It was reported by the customer that the unit would not charge the batteries. While in service for failure analysis, it was discovered that the unit had a burnt component. This reported issue was discovered while in service, therefore there was no patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.